Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft perforation occurred. The target lesion was located in a coronary artery. After a guidewire was placed, a 2.50mm x 20mm apex balloon catheter was back loaded on to the wire. However, the guide wire perforated the wire lumen of the device outside of the patient's body. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.